Manufacturer narrative:
Unit was programmed and monitored for 3 days. No unexpected blank display or off no power alarm noted. Unit passed the displacement test, rewind, basic occlusion test, self test and a21 error test. The stop (idle) current and run current measurement tests are within specification. Unit also passed off no power alarm test. No unexpected restart error alarm after battery change noted. Unit was unable to prime during prime test due to faulty force sensor resistor (gold). Unable to perform the occlusion test, excessive no delivery test and delivery accuracy test due to prime/fill anomaly. During visual inspection, found c13 on interface board leaking and corroding the interface board. Unit had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose. The customer's blood glucose was over 800 mg/dl at the time of incident. The customer stated that they were given insulin to treat the blood glucose. Customer stated that hospitalization was result of power loss. The customer stated that they were wearing the insulin pump during hospitalization. The insulin pump will be returned for analysis.